Event description:
During a ptca treatment procedure, the pt graphix guidewire coating frayed. After withdrawing the wire from the maverick balloon catheter, the physician noticed that the coating was frayed off from the wire. No pt injuries or complications were reported. Add'l info has been requested regarding this event.